Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, the customer experienced resistance while filling a cartridge. The customer ultimately filled the cartridge successfully, and continued to use the pump for insulin therapy. Customer's blood glucose was 241mg/dl.